Event description:
A (B)(4) distributor contacted zoll customer support to report two battery chargers that would not power on. The distributor received replacement battery chargers.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation the battery charger/modem would not power up. The cause of the charger/modem failure was a defective buck converter u604. The 12v supply voltage line was defective, causing the u604 to not function properly. The root cause of the defective u604 was unable to be positively determined however the actual failure rate of this component is well below the predicted failure rate. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to flash components u102 and u105 on computer / analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective u604 component. The last pts to use these battery chargers did not report any problems. Additional sn's: (B)(4), (B)(4). Additional device manufacture date: 12/2011.